Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarms noted. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 147 mg/dl. Button on insulin pump might have been pressed for a period of time. Advised that the insulin pump will be replaced. Nothing further reported.